Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on unknown date with unknown blood glucose. The customer's blood glucose was 600 mg/dl to 700 mg/dl. The customer was treated with insulin pump. Customer's mother stated that customer had a brain injury. The insulin pump will not be returned for analysis.